Event description:
During a ptca treatment procedure, the maverick2 monorail 20/3.0 balloon was inflated one time to an unspecified pressure and the pt suffered an extensive vessel dissection. The lesion being treated was in a tortuous mid left anterior descending coronary artery. The physician used a 6 fr judkins guide catheter and a middle weight guide wire to cross the lesion. Numerous attempts were made to pass a 3.0 x 32 mm taxus stent to treat the dissection, but were unsuccessful. A significant reduction of blood flow eventually resulted, prompting the physician to place two 3.0 x 18 mm zeta stents successfully. Pt status is reported as 'good'